Event description:
It was reported that during a splenectomy procedure, while clipping an ancillary splenic artery, the 5mm clip did not deploy on the first clip and nothing came out, which damaged the vessel causing bleeding of 250ml. Case completed with another device of the same product code along with an endocutter, white reload and an endoloop.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation. Additional information: were any blood products given to patient? No. Was there any change to procedure or post-op patient care as result of tissue damage and bleeding? Vessel was stapled and procedure took longer. Is this device initial use out of package? Yes. What is current patient status? Home. The analysis results found that the el5ml device was received with the jaw broken at bifurcation. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).